Event description:
Additional information indicated that the device was removed easily but was not intact. The patient survived the reported event.

Manufacturer narrative:
B5 event updated. D6a and d6b implant and explant dates were reported incorrectly on the initial report that was submitted as the guidewire is not implanted/explanted in the patient. H6 medical device problem code has been updated. This is one of two related reports. This report represents the guidewire, while the other report was submitted to represent the impella pump.